Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, lot# va0q9lm032, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient told them some of their groups have "stopped working," and they experienced a loss of therapy. The rep. Met with the patient on november 10th and performed an impedance check with reference on 4, 5, 6, and 7 and all contacts were greater than 40,000 ohms. The rep. Reprogrammed the patient, and following this they were receiving adequate stimulation but later that night the patient reported it was intermittent and the patient programmer (pp) was showing a code "00." The patient didn't remember any other numbers that went with this code. It was noted the patient went on a thousand mile "elliptical bike" ride on the west coast recently and half way through the ride the issue began. It was noted the patient was going to be coming in again for a system check and reprogramming. Relevant medical history includes non-malignant pain other chronic/intract pain (trunk/limbs).